Event description:
Health care professional (hcp) reports home pt (hp) was diagnosed with peritonitis while reusing drain extension lines multiple days during apd therapy. Specific incident details regarding peritonitis event and treatment are unknown.